Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during a knee surgery the device failed when firing the anchors. While firing, the plastic cover of the gun got loose. The complaint device was received and evaluated. Visual observations reveal that the implants were not received along with the needle. In addition, the silicon sleeve didn't received with gun. Since the implants were not returned, we cannot perform functional testing to replicate the reported issue and given the information provided; we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number: 6l57089, and no non-conformances related to the reported complaint condition were identified. As per IFU-113244, using a calibrated probe, measure the width of the meniscal tissue to be repaired. Set the adjustable depth stop to minimize tissue penetration depth, as desired. Depth stop is preset at 18 mm. Due to the condition of the device received, this complaint can be confirmed. The possible root cause can be attributed when not inserting the needle to the proper depth for deployment, can causing damage in the needle or the silicone sleeve, as well as a rough deployment, the sleeve could have damage upon fired. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a knee arthroscopy procedure on (B)(6) 2021, it was observed that the truespan 24 degree peek failed when firing the anchors that the plastic cover on the gum came loose. There was no delay nor patient consequences reported. No additional information was provided.